Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent damage occurred. The physician was attempting to implant a taxus liberte' 2.20x8mm into the left anterior descending (lad) artery. As he was getting ready to deploy the stent, it was noted that the distal part of the stent was not properly crimped on the balloon and the struts on the stent were sticking out. There were no pt complications reported and pt was stable post procedure.

Manufacturer narrative:
The device was returned for analysis, and visual examination of the returned device revealed distal stent damage. Some of the struts were misaligned. The outer diameter (od) of the area where there was no damage found was measured at approximately 1.06mm. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. No kinks or damage were noticed along the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.